Event description:
Per the clinic, the patient experienced swelling and infection at the implant site. Subsequently, the patient was treated with antibiotics (type, date and duration not reported). The patient also underwent a revision surgery (date not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.